Manufacturer narrative:
(B)(4). (B)(6). It is unknown if product will be returned for analysis, as its location is unknown; however, an investigation has been initiated. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2017-00214 and 3002806535-2017-00215.

Event description:
It was reported a patient underwent a left hip revision procedure approximately nine years post-implantation due to pain, elevated metal ion levels, and soft tissue reaction. Attempts to obtain additional information have been made; however, none is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Examination of returned device found no evidence of product non-conformance. Root cause of the event was most likely attributed to third party debris, patient anatomy or surgical technique; however, a conclusive determination could not be made. Device history record (DHR) was reviewed and no discrepancies were found. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, ¿improper selection, placement, positioning and fixation of the implant components, may result in unusual stress conditions which may lead to subsequent reduction in service life of the implants. Malalignment of the implants or inaccurate implantation can lead to excessive wear and/or failure of the implants or procedure. Inadequate removal of surgical debris prior to closure of the wound can lead to excessive wear. Improper preoperative or intraoperative handling of the implants causing damage (scratches, dents, etc.) Can lead to crevice corrosion, fretting, fatigue fracture and/or excessive wear.¿ if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.